Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Based on the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. There is also no evidence to suggest that the device caused or contributed to the patient's infection. The medical team deemed the event as related to the patient's condition. Clinical factors that may have predisposed the patient to the reported bacteremia include the patient's medical history and comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that this patient presented to hospital on (B)(6) 2016 with a two day history of generalized malaise, significant leukocytosis, non-productive cough, driveline discharge, and wound on the left foot. Driveline culture was positive for (B)(6). Blood culture taken on (B)(6) 2016 was for (B)(6) in ½ cultures. Computed tomography (CT) scan of the abdomen/pelvis and chest was negative. Repeat blood cultures performed on (B)(6) 2016 were (B)(6) transesophageal echocardiography (tee) conducted on (B)(6) 2016 was negative for endocardial or device vegetation or infective endocarditis. The patient was treated with intravenous vancomycin and zosyn. Once cultures revealed (B)(6), infectious disease was consulted and patient was started on intravenous ancef every 8 hours. The event was considered resolved on (B)(6) 2016 as the patient's labs had stabilized and blood cultures were negative. A peripherally inserted central catheter (PICC line) was placed and the patient was discharged to home health with IV antibiotics until (B)(6) 2017. The primary investigator believed the event to be related to the patient's condition and unrelated to the lvad device and procedure. No further information was provided.